Event description:
It was reported that shaft fracture occurred. It was reported that shaft fracture occurred. The 60% stenosed target lesion was located in the mildly tortuous and non-calcified c1 segment of right carotid artery. A 10.0-37 carotid wallstent self expanding was selected for use. During deployment, it was noted that the stent could not deployed smoothly. After radiographic observation, the device was withdrawn to the sheath and then removed from the patient, and upon checking, the stent delivery shaft was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was received with the stent fully constrained in the correct position on the delivery system. The investigator was unable to deploy the stent due to the presence of solidified media within the delivery system and stent. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further attempts were made to deploy the stent. When the device was removed from the water bath, the investigator was still unable to deploy the stent. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no kinks or damage along the length of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that shaft fracture occurred. The 60% stenosed target lesion was located in the mildly tortuous and non-calcified c1 segment of right carotid artery. A 10.0-37 carotid wallstent self expanding was selected for use. During deployment, it was noted that the stent could not deployed smoothly. After radiographic observation, the device was withdrawn to the sheath and then removed from the patient, and upon checking, the stent delivery shaft was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.